Event description:
It was reported to philips that the device does not power on as it will not charge. There was no patient involvement. The customer communicated with the technical support representative. The device is at end of support. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2018. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site.